Manufacturer narrative:
As reported by the open study, an in stent stenosis, stenosis going from 60-70% and up to 99% of the lesion, was identified approximately 17 months post index procedure in the mid superficial femoral artery (sfa).  Patient underwent laser atherectomy and cryoplasty treatment using a catheter sheath introducer. A non cordis vascular closure device was used. The event is resolved but follow up is needed. The patient is currently alive. The patient had one 6 x 150 mm flex stent implanted in a moderately calcified lesion in the distal left sfa and proximal popliteal lesion at the time of the index procedure. A retrograde approach was used from the left common femoral artery with a 6f unknown sheath.  The target lesion had a rate of 100% stenosis with a length of 120 mm. The stenosis minimum diameter was 0 mm, the diameter above the lesion was 5.5 mm and the diameter below was lesion was 5 mm. Successful passage of a guidewire was made across the target lesion. Pre-dilatation was performed with a 4 x 120 mm balloon with a maximum pressure of 10 atmospheres. The stent was successfully deployed in the patient and the residual stenosis was 30%. The stent was post-dilated with a 5 x 120 mm balloon with a maximum pressure of 16 atmospheres. The patient also was identified with a left sfa stenosis on (B)(6) 2013; treatment is unknown. The event is not related to the procedure or the device.   The product was not returned for analysis. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan.   Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the open study, an in stent stenosis, stenosis going from 60-70% and up to 99% of the lesion, was identified approximately 17 months post index procedure in the mid superficial femoral artery (sfa). Patient underwent laser atherectomy and cryoplasty treatment using a catheter sheath introducer. A non cordis vascular closure device was used. The event is resolved but follow up is needed. The patient is currently alive. The patient had one 6 x 150 mm flex stent implanted in a moderately calcified lesion in the distal left sfa and proximal popliteal lesion at the time of the index procedure. A retrograde approach was used from the left common femoral artery with a 6f unknown sheath. The target lesion had a rate of 100% stenosis with a length of 120 mm. The stenosis minimum diameter was 0 mm, the diameter above the lesion was 5.5 mm and the diameter below was lesion was 5 mm. Successful passage of a guidewire was made across the target lesion. Pre-dilatation was performed with a 4 x 120 mm balloon with a maximum pressure of 10 atmospheres. The stent was successfully deployed in the patient and the residual stenosis was 30%. The stent was post-dilated with a 5 x 120 mm balloon with a maximum pressure of 16 atmospheres. The patient also was identified with a left sfa stenosis on (B)(6) 2013; treatment is unknown. The event is not related to the procedure or the device.